Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device fired fine the first time. The device was reloaded and the reload kept popping up out of the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with three reloads present. The reloads were received fully loaded with staples. The device was tested for functionality with the returned reloads and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was placed on the device and it did not fell out. The batch record was reviewed and no anomalies were noted during the manufacturing process.